Manufacturer narrative:
Device eval summary: device eval of monitor sn (B)(4) has been completed. The reported problem (code 203) has been confirmed. As received, the monitor would not power up beyond the service code 203 screen. Upon eval, it was discovered that the output signal from component u903 (unity gain op amp buffer) on the computer/analog (ca) board was very noisy. A mux (multiplexing device) takes samples from various signals on the ca board. The mux allows for multiple signals to be sent at one time in a single signal. Component u903 converts the current output from the mux to a voltage output. U903 protects the mux signal by creating a high impedance signal. The root cause for the u903 noisy output signal cannot be positively identified but is likely a result of random component failure. No adverse event resulted from the defective component. The pt received a replacement monitor.

Event description:
A (B)(6) distributor returned a monitor for a code 203.